Event description:
The user reported that during preventive maintenance, the pump motor rpm fluctuated unexpectedly. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no conclusions have been drawn.